Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. The video and picture from the facility shows the iab with the marker misaligned. We are unable to determine a root cause due to the device not being returned. We are unable to confirm the marker misaligned due to the device not being returned. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Complete initial reporter name - dr. (B)(6). Additional initial reporter information - (B)(6), r.t.(r) (arrt) lead registered invasive cardiovascular specialist, (B)(6), +(B)(6) / (B)(6), supervisor material resource utilization coordinator, +(B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the marker was "sliding free" in the balloon. The iab was removed. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated: b4, g1, g3, g6, g7, h2, h3, and h11. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and inside the inner lumen. Two kinks were observed on the catheter tubing approximately 71.9cm and 40.1cm from the iab tip. Additionally, one kink was found on the inner lumen 18.3cm from the iab tip. The iab catheter tubing was returned cut and the membrane was torn. Visual examination showed that the tip marker was in place per specification. However, the rear marker was misaligned approximately 16.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). The root cause of the reported failure "iab - marker misaligned" was the tantalum marker was not adhered to the inner lumen. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab has the tantalum marker inspected twice, once during production and once during qc inspection. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Manufacturer narrative:
Device evaluation: images from facility attached and evaluated upon investigation. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and inside the inner lumen. Two kinks were observed on the catheter tubing approximately 71.9cm and 40.1cm from the iab tip. Additionally, one kink was found on the inner lumen 18.3cm from the iab tip. The iab catheter tubing was returned cut and the membrane was torn. Visual examination showed that the tip marker was in place per specification. However, the rear marker was misaligned approximately 16.7cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed, and no leaks were detected. The root cause of the reported failure "iab - marker misaligned" was the tantalum marker was not adhered to the inner lumen. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab has the tantalum marker inspected twice, once during production and once during qc inspection. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Updated field(s). Patient demographics. Manufacture date/ exp date. Return to manufacture date. Complaint record ID # (B)(4).

Event description:
N/a.